Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that hemostasis was successfully achieved by the angio-seal device. After a while, however, bleeding occurred outside of the procedure room. During a surgical intervention, the physician confirmed that a part of the anchor was exposed from the artery. The procedure was successfully completed. There was serious health damage to the patient. The blood loss was less than 250 cc's. The physician stated that he did not push down the tamper tube until the compaction marker was fully exposed. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The patient was reported to be recovering. There was no other equipment or devices being used with the reported product.